Manufacturer narrative:
Based on the service actions performed by the field service representative, the issue was solved.

Manufacturer narrative:
The field service engineer visited the customer site on 12/14/2015. A low incubator water level was identified on the instrument. No other issues were identified and no further incidents have occurred for any test.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient tested for iron gen. 2 (iron2), creatinine jaffe gen.2 (crej2), glucose hk (gluc3) and urea/bun (ureal). The results for iron2 and crej2 were erroneous. It is not known if erroneous results were reported outside of the laboratory. The initial iron2 result was 28 ug/dl. The initial crej2 result was 1.3 mg/dl. The iron2 test was repeated twice with results of 64 ug/dl. The crej2 was repeated with a result of 0.8 mg/dl. A new sample was obtained from the patient and the iron2 result was 31 ug/dl and the crej2 result was 1.3 mg/dl. No adverse event occurred. The iron2 reagent lot number was 613477. The expiration date was not provided. The crej2 reagent lot number was 616953. The expiration date was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general reagent problem can be excluded since calibration and quality controls were acceptable. It was noted that the customer has not had any additional issues.